Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with a saline mentor siltex round moderate profile 375cc breast implant and experienced deflation on the right breast implant. The deflation was observed by the patient and confirmed by the healthcare professional on (B)(6) 2015. As a result, the patient had undergone explantation on (B)(6) 2009.